Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 07/01/2019. The unit was sent to bench repair and evaluated and the reported issue was confirmed. Customer sent unit in for bench repair. Bench repair replaced the lcd assembly to resolve the reported issue. Bench repair, as part of preventative maintenance, also replaced touch user interface (tui) pcba and the unit's battery. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
Customer contacted technical support alleging a cracked display. The customer reported there was no patient involvement.